Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing high amplitude artifacts that were oversensed, with a baseline shift and loss of signal, as reviewed in the remote monitoring system. The patient was contacted and later presented for a device check. Troubleshooting was performed to try and recreate the noise artifact, but no noise could be reproduced. All vectors were tested and the primary vector remained the best, so no programming changes were made at this time. Technical services reviewed the episode and discussed these kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header, and was most likely related to sensing node b. X-rays were recommended to ensure a complete connection in the device header and to evaluate the electrode for any impairment. It was also discussed that the secondary sense vector did not include the sense b node so reprogramming the vector to secondary was recommended. The field representative reported that x-rays would be performed in the next few days. No adverse patient effects were reported. The device remains implanted and in service. The patient returned for x-rays and further troubleshooting. The noise artifact was not able to be reproduced in any vector. X-rays showed the electrode terminal pin appeared fully inserted into the device header. The physician believed the primary vector showed the best sensing and did not wish to reprogram the vector to secondary as recommended by technical services. It was noted the patient would be more closely monitored in the remote monitoring system. Additional information was received that this patient received an inappropriate shock due to the same noise artifact, baseline shift, and diminished amplitudes as observed in the untreated episode. The patient was hospitalized for troubleshooting and x-rays. Data was submitted to technical services, noting some artifact was reproduced when the patient got up out of the bed. The secondary vector still had very small amplitudes such that smart pass would not enable. Technical services discussed the options were to reprogram the vector to secondary and monitor the performance closely in latitude, or since it could not be determined which component was causing the artifact, the physician could replace both the device and the electrode. The next day the s-ICD system was explanted and replaced with a new s-ICD system. A new screening was performed and the electrode was placed more mid-sternal. Better r-waves observed and all vectors were free from noise. Defibrillation threshold (dft) was attempted, but for three tries vf could not be induced. A commanded 10 joule shock was delivered and the shock impedance measurement was 122 ohms. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. It was discovered that this report is a duplicate to MDR # 2124215-2021-15999. Please see that report for the returned device analysis results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing high amplitude artifacts that were oversensed, with a baseline shift and loss of signal, as reviewed in the remote monitoring system. The patient was contacted and later presented for a device check. Troubleshooting was performed to try and recreate the noise artifact, but no noise could be reproduced. All vectors were tested and the primary vector remained the best, so no programming changes were made at this time. Technical services reviewed the episode and discussed these kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header, and was most likely related to sensing node b. X-rays were recommended to ensure a complete connection in the device header and to evaluate the electrode for any impairment. It was also discussed that the secondary sense vector did not include the sense b node so reprogramming the vector to secondary was recommended. The field representative reported that x-rays would be performed in the next few days. No adverse patient effects were reported. The device remains implanted and in service. The patient returned for x-rays and further troubleshooting. The noise artifact was not able to be reproduced in any vector. X-rays showed the electrode terminal pin appeared fully inserted into the device header. The physician believed the primary vector showed the best sensing and did not wish to reprogram the vector to secondary as recommended by technical services. It was noted the patient would be more closely monitored in the remote monitoring system. Additional information was received that this patient received an inappropriate shock due to the same noise artifact, baseline shift, and diminished amplitudes as observed in the untreated episode. The patient was hospitalized for troubleshooting and x-rays. Data was submitted to technical services, noting some artifact was reproduced when the patient got up out of the bed. The secondary vector still had very small amplitudes such that smart pass would not enable. Technical services discussed the options were to reprogram the vector to secondary and monitor the performance closely in latitude, or since it could not be determined which component was causing the artifact, the physician could replace both the device and the electrode. The next day the s-ICD system was explanted and replaced with a new s-ICD system. A new screening was performed and the electrode was placed more mid-sternal. Better r-waves observed and all vectors were free from noise. Defibrillation threshold (dft) was attempted, but for three tries vf could not be induced. A commanded 10 joule shock was delivered and the shock impedance measurement was 122 ohms. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing high amplitude artifacts that were oversensed, with a baseline shift and loss of signal, as reviewed in the remote monitoring system. The patient was contacted and later presented for a device check. Troubleshooting was performed to try and recreate the noise artifact, but no noise could be reproduced. All vectors were tested and the primary vector remained the best, so no programming changes were made at this time. Technical services reviewed the episode and discussed these kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header, and was most likely related to sensing node b. X-rays were recommended to ensure a complete connection in the device header and to evaluate the electrode for any impairment. It was also discussed that the secondary sense vector did not include the sense b node so reprogramming the vector to secondary was recommended. The field representative reported that x-rays would be performed in the next few days. No adverse patient effects were reported. The device remains implanted and in service. The patient returned for x-rays and further troubleshooting. The noise artifact was not able to be reproduced in any vector. X-rays showed the electrode terminal pin appeared fully inserted into the device header. The physician believed the primary vector showed the best sensing and did not wish to reprogram the vector to secondary as recommended by technical services. It was noted the patient would be more closely monitored in the remote monitoring system.